Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture behind the display and there was no power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/25/2017 with the following findings: a review of the black box showed an unexplained power on reset event. The battery cap and compartment were undamaged and the cap fit securely. Moisture was found on the display screen inside the pump. The pump powered up with the auditory and vibratory alarms to a blank display. The pump cover was removed to find further moisture corrosion to the display screen flex connector. The power complaint could not be adequately investigated due to the blank display.